Event description:
Customer using accu-chek advantage system. Customer states he did back to back testing within 3 minutes on the same meter with results of 35mg/dl, 101mg/dl, and 95mg/dl. Location of testing was not provided. Quality controls were not run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.